Event description:
It was reported to philips that the system software was hanging. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system software was hanging. The fse visited onsite and upon troubleshooting, the fse checked pc cabling and reloaded the ippc software, but issue persisted. Upon functional testing, the fse found that the bmc was failed during boot-up and confirmed that the host-pc need replacement. To resolve the reported issue the fse replaced the host-pc, restored ghost image to system successful, reloaded new license and reconfiguration of the pacs done successfully. After replacement and necessary configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.